Event description:
During a venous manometry case the physician was using a zoom wire 14 x-support guidewire (z14-200-004) when the wire got sticky and some "blue" stuff was coming off on the physicians fingers. One of the staff thought the wire had sheared. The patient was said to be fine and the case was finished.

Manufacturer narrative:
Review of the manufacturing lot history record indicated that the lot met the release criteria. Ptfe was observed to be missing from the returned guidewire, however, given the limited information and not being provided with what interfacing devices were used in the case, it cannot be confirmed to be the blue reported on the physician fingers.several attempts were made to gather additonal information regarding the case on 22oct2025, 03nov2025, and 17nov2025.